Event description:
It was reported to medtronic minimed that the customer experienced site issues and high blood glucose. The customer reported a blood glucose value of 400 mg/dl. The customer reported hemorrhage/bleeding, hypoglycemia treated with no treatment, and glucose/carb intake, respectively. The event involved product(s) mmt-1884, mmt-332a, unomed inf set, mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer was reporting the sensor liner stayed on the base while pulling the sensor serter off. The customer reported blood at the site. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-397a.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: email address: unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.